Manufacturer narrative:
The investigation is ongoing. Device not returned.

Event description:
As reported by edwards implant patient registry (ipr), approximately 4 years 2 months post implant of a 23mm sapien 3 valve in the aortic position via transfemoral approach, the valve was explanted. A surgical valve was implanted. Additional information received via medical records indicated the patient's valve presented with severe stenosis. The aortic root was small and not amendable to a valve in valve procedure. Therefore, the valve was explanted, and an aortic valve replacement was performed in which a surgical valve was implanted.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and includes additional information based on investigation. The following sections of this report have been corrected/updated: h6 (type of investigation, investigation findings, investigation conclusions) and h10 (provide narrative/data). The device was not returned to edwards lifesciences for evaluation. As a result, no visual inspection, functional testing, or dimensional analysis could be performed. In addition, no imagery was provided; however, medical records were provided for review. A device history record (DHR) review was performed and did not reveal any manufacturing nonconformance issues that would have contributed to the event. A lot history review was also performed and revealed no other events relating to the reported event. The instructions for use (IFU)/training manuals were reviewed for guidance/instruction involving the delivery system with valve usage. Per the IFU, valve stenosis is listed as a potential risk associated with the use of the transcatheter heart valve (thv), delivery system, and/or accessories. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The event for valve stenosis was confirmed based on the medical records provided. A review of the DHR, lot history and complaint history did not provide any indication that a manufacturing non-conformance contributed to the event. A review of the IFU and training manuals revealed no deficiencies. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. Per the instruction for use (IFU), valve stenosis is a potential risk associated with bioprosthetic heart valves. Per the valve academic research consortium (varc), valve stenosis can result from several factors, including calcification, support structure deformation (out-of-round configuration), trauma (cardio-pulmonary resuscitation, blunt chest trauma), and native leaflet prolapse impeding prosthetic leaflet motion. Stenosis of an implanted valve may be a manifestation of structural valve deterioration (svd). This term refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on severity, it could be an indication for valve replacement or medical intervention. As reported, "approximately 4 years 2 months post implant of a 23mm sapien 3 valve in the aortic position via transfemoral approach, the valve was explanted. A surgical valve was implanted. Additional information received via medical records indicated the patient's valve presented with severe stenosis." Additionally, per review of the medical records, it was noted that the patient had hyperlipidemia and chronic kidney disease (ckd). Hyperlipidemia has been found to be associated with aortic valve stenosis and to resemble the inflammatory process of atherosclerosis in many studies. It is well known that patients with pre-existing co-morbidities (such as ckd) may be predisposed to bioprosthetic calcification. Furthermore, tissue calcification can cause leaflet thickening thereby causing stenosis. In this case, available information suggests that patient factors (hyperlipidemia and chronic kidney disease (ckd)) may have contributed to the event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No product risk assessment (pra) nor corrective or preventative actions are required.